Event description:
The customer reported leak at the wbc bath of the ac.t diff 2 instrument. The volume of the leak was about 2-3ml. The customer contacted beckman coulter inc (bec) to report an unknown liquid leak from the ac.t diff 2 instrument. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On (B)(6) 2011, a field service engineer (fse) found that the wbc bath was not draining properly and was spilling. The fse replaced the tubing at the wbc bath. The repairs were verified per established procedures. Root cause for the leak is attributed to the wbc bath not draining properly.

Manufacturer narrative:
Bec internal identification number is (B)(4).